Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir icon is showing half full when reservoir is completely full and pump is not recording bolus in the bolus history. Blood glucose was unknown. No troubleshooting was performed. Advised customer that insulin pump is being replaced due to prime anomaly. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, primed pump, and verified the units left at the test reservoir is less than 60 units left. Programmed unit with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir. No prime/fill anomaly or reservoir icon display anomalies noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip,. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.